Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that she was laying down and all of a sudden she felt sensation were her implant was. Patient stated that she has never felt this before and when she tried to move to her left side it would hurt. Patient stated that if she pushed on the implant then it would hurt. Patient stated that her device had been turned off. Patient stated that her rep told her to call pss to see what she should do. Patient stated that if she put too much pressure where she puts the antenna over her implant and presses too hard then it would hurt too. Patient has not had any falls or trauma but had collapsed lumbar which was why she has her stimulator.